Manufacturer narrative:
The mayfield swivel adaptor (a1018) was returned for evaluation: failure analysis - the inspection of the swivel adapter shows the threaded end of the torque screw on the base is damaged. The damaged screw must be replaced for the reassembly along with the worn retaining rings and the worn nylon washers. After reassembling the swivel adapter, a function test must be carried out. Root cause - the complaint is confirmed via inspection of the unit. The threaded end of the torque screw on the base was damaged, and the damaged screw needed replacement along with worn components. Additionally, this unit is beyond integra¿s 7 years recommended life cycle (manufactured 2013). The probable root cause is routine use and rough handling. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 3 of 3 reports linked to mfg report numbers 3004608878-2025-00079 and 3004608878-2025-00080: a facility reported that once fixed, the mayfield swivel adaptor (a1018) was not stable. The problem was found on the patient under anesthesia, before the surgery. Since the patient could not give up this surgery, we minimized the movement of the headboard as much as possible, taking into account its imperfect stability for the entire duration of the surgery. There was no increased surgery time or patient injury.